Manufacturer narrative:
The company service representative examined the system and could not duplicate the performance problem reported. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The nurse reported air continued to infuse into the eye after fluid ran out inducing a cataract during vitreoretinal surgery. Multiple attempts were made for additional information and patient status with no response to date.